Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not available. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3(no): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that sticking haptics encountered during surgical procedure which the surgeon had to use two different instruments and then go in with irrigation/aspiration (ia) again to free the haptics. Through follow ups, it was learned that the lens remains implanted and no issues with the patient outcome reported. The surgery just took longer to separate the sticking haptics. No other surgical or medical interventions required. No patient injury reported. Balanced salt solution (bss) was used for preparation of the device. No further information was provided. The sticking haptics issue happened in two cases. This emdr report pertains to the first event with the lens dib00, sn (B)(6). The second event does not meet the reportability criteria.

Manufacturer narrative:
Additional information: historical data analysis: a search of complaints related to the production order was performed and few additional complaints were found. These complaint issues reported are not related; therefore, no further actions are required. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.